Event description:
An ocd lab specialist observed negatively biased qc results for multiple assays on the vitros 5.1 fs analyzer. Biased results of the direction and magnitude observed may result in inappropriate physician action. There was no report of patient harm as a result of this event.

Manufacturer narrative:
Investigation summary: investigation into this event showed that retesting using fresh qc fluids resolved the issue. The results observed are consistent with user error in not following ocd recommended protocols for storage and handling of control fluids, but the definitive cause of the event has not been determined.